Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported when the physician pulled the microcatheter out, the detached coil (subject device) came together with the microcatheter. Even thought, it was confirmed under the fluoroscopy that the coil was successfully detached in the aneurysm and it looked like there was a little space between the coil and the microcatheter tip. So the detached coil was retrieved with the microcatheter. Upon review on the back table, it looked like the coil was somehow attached to the microcatheter. And stretch resistance material in the coil seems to be melted to the microcatheter tip. No clinical consequences reported to the patient.

Event description:
During the coil embolization procedure, it was reported when the physician pulled the microcatheter out, the detached coil (subject device) came together with the microcatheter. Even thought, it was confirmed under the fluoroscopy that the coil was successfully detached in the aneurysm and it looked like there was a little space between the coil and the microcatheter tip. So the detached coil was retrieved with the microcatheter. Upon review on the back table, it looked like the coil was somehow attached to the microcatheter. And stretch resistance material in the coil seems to be melted to the microcatheter tip. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the main coil was kinked along its length and excessively stretched due to an excessive force being used during pushing/pulling activity against friction. No other additional anomalies were noted. The main coil was confirmed to be electrolytically detached at the junction. Functional testing could not be performed due to the condition of the returned device. In the case of this complaint, it was reported that the detached coil was pulled out from aneurysm together with the sl 10 microcatheter. In this case it is most probable that the coil did not exit the catheter completely before detachment and then it was pulled out of aneurysm with the catheter. The reported event was most likely due to some procedural/anatomical factors encountered during use which contributed to the event. Based on available information and investigation results, an assignable cause of operational problem due to component failure was assigned to this event. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.